Event description:
In 2004, the facility's nurse informed the manufacturer's (MFR) clinical specialist of three (3) pts whose devices were explanted due to infections. This report is regarding the second pt (ref. MDR#'s 1225459-2004-0006, 0008, for the remaining two (2) reports). In 2003, the pt was sent to the hosp with fever and chilis. The pt was discharged and returned back to the dialysis unit 3 days later. The dialysis staff found that the pt returned with a different access, and the valves had been explanted due to a possible infection. Due to this pt having a long history as a diabetic, the staff is not sure what caused the possible infection. No further details were provided at this time.